Event description:
A customer obtained erroneously elevated troponin (accutni) results on two samples from one patient. On (B)(6) 2010 two samples collected from a patient gave accutni results of 0.71 and 0.38 ng/ml, respectively. On the next day a fresh sample was drawn and an accutni result was 1.72 ng/ml. The sample was aliquoted and re-centrifuged and then re-tested and a result of 0.18 ng/ml was obtained. The sample was also tested on a different instrument and by an alternate testing methodology and results obtained were 0.20 ng/ml and 0.15 (units unknown), respectively. Another sample collected from this patient gave accutni results of 0.28 and 0.31 ng/ml. A result of 0.95 ng/ml was generated by the different instrument, and a result of 0.26 by the different methodology. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens are collected into lithium heparin pst tubes and centrifuged at 3,000 rpm for 4 minutes. Qc was within specifications before and after the event. Customer performed a reproducibility study with one patient sample on both instruments and obtained acceptable results. Service was not dispatched for this event. No root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.